Manufacturer narrative:
Recto-urethral fistula developed post procedure. Device discarded following procedure, unable to evaluate. Device history record review showed no abnormalities.

Event description:
Report received of a patient 3 months post prostate cryosurgery who developed a recto-urethral fistula. Original surgery date (B)(6) 2015. Cystoscopy showing fistula - (B)(6) 2015.